Manufacturer narrative:
Of the 4 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a button contact defect, contamination under the bolus, damaged keypad flex and a keypad flex connector. During investigation for unrelated complaints, there were 23 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 161 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-84 years of age and between 22 and 283 pounds. Of the reported patients, 71 were male, 89 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 13 instances of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.